Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler turned on, however the screen was blank. The ¿stop, ok, up & down¿ buttons illuminated, however the front panel display remained blank. During the internal inspection, the inverter board transformer found burnt. A known good inverter board was installed and the display became operational. Additionally, there was visual evidence of dried fluid and infestation within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The cycler tested negative for glucose and an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler would not power on. The plug in the back of the cycler and the wall outlet was checked. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon physical evaluation, it was identified that the transformer on the inverter board was burned.